Event description:
A peritoneal dialysis (pd) pt reported drain complications during treatment. The pt remained asymptomatic. See scanned table. The reported drain volume of 4636ml was 185% over the expected drain volume which resulted in a reportable device malfunction. The pt did not require medical intervention or treatment as a result of the overfill.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the physician's assessment of the reported info and the plant's investigation.